Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not power on and the alternating current (ac) port was noted to be damaged. The device's ac inlet connector required replacement to address the issue.